Event description:
Patient was handling contaminated instruments. While she was unscrewing the needle from the syringe, the needle penetrated its protective cap and her latex glove and then entered into her right thumb. The needle stick caused bleeding from the wound site. The pt who had been treated using the contaminated instruments was confirmed to be hiv-positive. Patient has been prescribed prophylactic hiv drugs and will continue to be tested for hiv every 6 weeks for the next year.